Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
This was reported that after the end of clinical use , the cs300 intra-aortic balloon pump (iabp) displayed error code 42 . There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer via phone. No repairs have been made. The unit will be monitored. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.